Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 24mm closure device was successfully implanted with no complications noted. The physician used intracardiac echo (ice) to perform a sweep post implant and noted that a pericardial effusion had developed. The patient blood pressure had also dropped slightly. A pericardial tap was attempted; however, the needle did not reach. The patients heart rate increased, and blood pressure dropped. Cardiothoracic (CT) surgery was called, and a pericardial window was placed to treat the effusion. Approximately 50cc of fluid was drained. The patient was stable post pericardial window and remained in the hospital for monitoring. There were no further patient complications reported. It was further reported that 500cc of fluid was drained to treat the effusion.

Manufacturer narrative:
B5 describe event or problem: updated with correction to amount of fluid drained.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 24mm closure device was successfully implanted with no complications noted. The physician used intracardiac echo (ice) to perform a sweep post implant and noted that a pericardial effusion had developed. The patient blood pressure had also dropped slightly. A pericardial tap was attempted; however, the needle did not reach. The patients heart rate increased, and blood pressure dropped. Cardiothoracic (CT) surgery was called, and a pericardial window was placed to treat the effusion. Approximately 50cc of fluid was drained. The patient was stable post pericardial window and remained in the hospital for monitoring. There were no further patient complications reported.